Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Was a bowel sizer used? What healthcare professional fired the device and what is his/her experience with the device? Can more information be provided on the difficulties inserting the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what was the result? Can more information be provided regarding the possible injury to the mucosa intraoperatively? Was anything done intraoperatively to address the concern with the mucosa? How was leak identified? Was the leak repaired endoscopically, laparoscopically, or open? What was observed at the site of the leak? Were there any issues noted with staple formation at any point throughout the care of the patient? Does the surgeon believe the post-operative leak is associated with an alleged deficiency of the powered circular? If so, why? What is the current status of the patient?

Event description:
It was reported that during the initial bowel procedure on (B)(6) 2019, the assistant went in transanally and stated that the mucousa looked red possibly because of not being able to insert the device easily. Post operative day three the patient developed a leak and the surgeon oversewed the staple line to fix the leak.